Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: (B)(6). Upon inspection she noticed the cannula was not properly inserted into the skin. The pod was worn between 4 and 24 hours on the arm.